Event description:
The hcp reported dosing issues following pump and catheter revision for an itb patient. Due to the catheter revision the daily dose of baclofen was decreased from 1600 mcg/day to 1300 mcg/day. The hcp reported there was a priming bolus programmed. The following day, the patient presented with hallucinations and somnolence. The next day, the patient presented with increased spasticity, so oral baclofen was administered. The next day, the patient presented with urinary incontinence and hallucinations. Additional information has been requested, but was not available on the date of this report.